Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer alleged the report that during a case with the patient on the table the column and remote aren't responding. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
The customer alleged the report that during a case with the patient on the table the column and remote aren't responding. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The device in question could not be located by baxter within the user facility. Therefore, the alleged event could not be confirmed. Based on this, no further actions are required.